Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (40 mg/ml at an unknown dosage), baclofen (750 mcg/ml at an unknown dosage), and morphine (5 mg/ml at 2.3 mg/day) via an implantable infusion pump for malignant pain. It was reported that, the patient was admitted to the hospital on an unknown date and spent 40 days there. It was noted that the patient was sleepy when she got a bolus. When the patient was in the hospital and she used boluses, she was very sleepy "to the point where she needed narcan." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was further reported that the patient was very sleepy to the point that she needed narcan when receiving boluses. On (B)(6) 2018, it was reported that the events were not related to baclofen use and were "far more" related to narcotics. Per the hcp, since the patient responded to narcan, the issue was narcotics related and not baclofen related. No further complications were reported.